Event description:
The user dosed insulin based upon the suspect device blood glucose result of 300 mg/dl. They ate breakfast and fell asleep. Their fiance found pt blacked out and called emergency medical tech checked pt glucose and the level was 24 mg/dl. Pt was taken to the hosp and given glucsoe. Level 2 control was out of range. The device was replaced and requested to be returned for evaluation.